Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that in performing a revision (reported separately) on patient's right hip, the surgeon used the extractor/inserter (from command ancillary tray) to try to mallet out a stem. A screw on the distal end of the instrument broke. Surgeon was able to use a kocher to remove the screw fragment, and completed the procedure with no surgical delay.